Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Lock b3: exact date unknown, event occurred on explant date prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained.